Event description:
The customer contact reported that the ac receptacle located on the back of the device was found to be "burned". During testing at the user facility, the device "short circuited" when it was plugged into the ac outlet and the ac receptacle located on the back of the device was found to be "burned". The device was not in pt use at the time of the event. The customer reported that there was no injury to the hospital staff. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer will not be returning the device for eval. The device was repaired by the user facility. (B) (4)